Event description:
It was reported that the device triggered a right ventricular lead integrity alert. The patient was subsequently seen in the clinic and no issues were noted with the rv lead, nor device or other leads in the system. It was noted the patient has atrial fibrillation (af). The cause of the alert could not be identified, so the alert was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products : 4076 implantable pacing lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006. (B)(4).